Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 75 and 41 mg/dl. The customer¿s expected am fasting blood glucose test result is 95 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 09/26/2026. The customer has been using the true metrix go meter for 1 week. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 88 mg/dl date: (B)(6) 2025 time: 7:48am fasting. Result 2: 107 mg/dl date: (B)(6) 2025 time: 10:45am fasting. Result 3: 75 mg/dl date: (B)(6) 2025 time: 7:52am fasting. Result 4: 130 mg/dl date: (B)(6) 2025 time: 9:20pm fasting. Result 5: 90 mg/dl date: (B)(6) 2025 time: 10:29am fasting. Result 6: 41 mg/dl date: (B)(6) 2025 time: 8:07am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - product evaluation in-process. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 07-jul-2025: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-020: user's test strip had poor storage.